Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that additional log files were sent (B)(6) 2023 for review as the patient was bleeding and their hematocrit dropped immediately post operation and they were having high power and flows. The log files found no unusual events. Log files were sent again on (B)(6) 2023 that contained fluctuations in power/flow.

Manufacturer narrative:
B2: life-threatening adverse event. E1: contact is (B)(6). E3: contact type is nurse. Manufacturer's investigation conclusion: review of the submitted log files confirmed elevations in power and flow; however, a specific cause for the observed changes in pump parameters could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported bleeding could not be conclusively established. The submitted log files captured elevations in pump power and estimated flow on (B)(6) 2023, and (B)(6) 2023. Of note, majority of the elevations were captured during pulsatility index (pi) events. No other notable events or alarms were observed, and the pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1, ¿introduction¿, lists bleeding as an adverse event which may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Under ¿anticoagulation," this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.